Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ICD replacement, an insulation abrasion of the proximal part of the lead was observed. The abrasion was fixed with medical adhesive and surgical stitches. No electrical anomalies were detected. Lead remained implanted.